Event description:
Note: age and weight of the female patient is unknown. It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, a slow cervical leak was observed, the system lost 10cc of fluid and then alarmed. The physician aborted the procedure, attempted to tighten the cervical seal, and started over. After a couple of minutes of additional ablation, another slow leak occurred, the system stopped at 10cc loss. The physician aborted the case again. The patient suffered minor cervical burn (degree unknown) and silvadene cream was applied to the affected area. The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.